Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose due to flu. Blood glucose level at the time of the incident was 33 mmol/l. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection using a needle. Customer stated they did not contact their health care professional regarding high blood glucose. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer did not allege insulin pump was under delivering. Customer stated infusion set had a bent needle. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.